Manufacturer narrative:
Results evaluations codes: the investigation into this event is still in process. We can report that the lot size was 11,230 units and we have not had any other reports on this lot number.